Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an atrial tachycardia and atrial fibrillation (af) episode noted on the implantable pulse generator (ipg) interrogation but the list has it marked as invalid data and the episode could not be seen. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.